Event description:
It was reported that the patients lead migrated. The patient underwent a revision procedure wherein the lead was repositioned to its original placement. The patient was doing well postoperatively and the device remains implanted.